Manufacturer narrative:
Block b3: exact date unknown, event occurred january 2023.

Event description:
It was reported that the patient was experiencing inadequate stimulation. It was also reported that the patients ipg was not holding a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted product was kept by the facility and will not be returned.